Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. In the initial report, there were some incorrect information in the additional manufacturer narrative (h11), which has been corrected in this follow-up report. The reported asahi gaia first guide wire was returned for investigation. The returned gaia first was found with its outer coil elongated from the proximal solder (set at 150mm from the wire tip to fix the outer coil onto the core wire) up to the ball tip at the distal end of the guide wire. The inner coil and the core wire were fractured at approximately 150mm from the proximal solder. Microscopic observation of each of the fracture ends of the inner coil and the core wire on the proximal side found a relatively flat fracture surface and twisting which could be attributed to torsion. Microscopic observation of the distal ball tip found that the inner coil and the core wire were fractured. The fracture end of the core wire had a relatively flat fracture surface and twisting which could be attributed to torsion. The fracture end of the inner coil had a relatively flat fracture surface and necking which could be attributed to tension. Measurement of the returned gaia first guide wire indicated that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsional stress might have been locally applied on the distal segment of the subject gaia first guide wire while the wire tip was caught due to anatomical and lesion conditions. Consequently, the core wire and the inner coil of the guide wire were twisted and fractured. The outer coil was most likely elongated during the subsequent withdrawal manipulation. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of some fragment left in site could not be completely ruled out should the same event recur. No CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi gaia first guide wire was used during a percutaneous coronary intervention (pci) for a moderately calcified chronic total occlusion (cto) in the segment from the left main (lm) to the left anterior descending artery (lad). When removed from the patient anatomy, the subject gaia first guide wire was found with loosening of the coil on the mid segment of the wire shaft. It was informed that the distal segment of the guide wire was not detached and there were no adverse patient effects attributed to the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported asahi sion blue guide wire was returned for investigation. The returned sion blue was found with its outer coil elongated from the proximal solder (set at 200mm from the wire tip to fix the outer coil onto the core wire) and fractured. The fractured core wire was exposed from the elongated and fractured outer coil. Microscopic observation of each of the fracture ends of the outer coil and the core wire found necking of the fracture edge which could be attributed to tension. The fractured distal segment had its outer coil elongated for approximately 230mm and fractured. The elongated inner coil was exposed on the proximal side of the fracture end, and the fracture end of the outer coil was located at approximately 7mm distal to the proximal end of the inner coil. The twist wire composing the core together with the core wire, was found fractured at approximately 7mm from the tip of the inner coil. Necking was observed at each of the fracture edges of the outer coil and the twist wire strand, which was attribute to tension. When the distal segment of the outer coil was stretched for observation, the core wire was found fractured at approximately 7mm from the wire tip, and the twist wire was found fractured proximal to the ball tip at the distal end of the wire. Each fracture end was found necked, indicating that the fracture was attributed to tension. Measurement of the returned sion blue guide wire indicated that the entire guide wire was returned although the core was fractured and the outer coil was elongated and fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsional stress might have been locally applied on the distal segment of the subject gaia first guide wire while the wire tip was caught due to anatomical and lesion conditions. Consequently, the core wire and the inner coil of the guide wire was twisted and fractured. The outer coil was most likely elongated during the subsequent withdrawal manipulation. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of some fragment left in site could not be completely ruled out should the same event recur. No CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]- separation or breakage of the guide wire.